Event description:
Allegedly revised for aseptic loosening socket; pain. Srnjr number: (B)(6). Side: l. Gender: f.

Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.